Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor, urinary dysfunction/sacral nerve stim. It was reported that caller inquiring if pt is eligible for MRI with 3093 lead fragment. Caller states the ins and partial lead were removed on (B)(6) 2025 by dr. (B)(6). Managing hcp provided as dr. (B)(6). Caller read surgeon's notes from the operative report, "I felt something give and I noticed that one of the electrodes was missing. We performed an intraoperative cross table x-ray which noted that the piece was still under the sacrum." Called noted the operative report also indicates the surgeon called a rep and it was recommended that the fragment remain implanted. Caller does not know name of the rep that hcp spoke to.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID 3093-28 (lot: v697763); product type: 0200-lead; implant date (B)(6) 2011; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the patient's implant was at end of service (eos) and was subsequently removed along with the lead. However, an electrode remained inside the patient after removal of the system. The agent reviewed MRI considerations and provided listed managing doctor's name to the caller.

Manufacturer narrative:
Continuation of d10: product ID 3093-28 lot# v697763 serial# implanted: (B)(6) 2011 explanted: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.